Manufacturer narrative:
The device would power up properly after battery installation. The device was received with operating currents within spec, and intermittent buttons due to corroded keypad traces. No button error alarms were noted. Unable to prime unit during prime test due to faulty fsr. The device was received with cracked case at display window corners and battery tube threads, and scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.